Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4).

Event description:
As reported by the sales rep via phone, during a shoulder surgery, the scope became foggy. The procedure was completed with a like device with no delay and no patient consequence.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Correction: d10: the date device returned to manufacturer has been updated to reflect the correct information. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the scope became foggy was confirmed. The following defects were found upon evaluation : outer tube damaged, distal tip damaged. Shaver damage to distal tip. Holes in distal tip fiber. Fibers sunken in. Illumination, distal tip fiber damaged. Optical system, optical components broken lenses in optical system. The device was diagnosed and repaired using spare parts and was tested and found to be working according to specifications. User mishandling is the root cause of the physical damage to the device including the broken lenses in the system, probably due to a fall. The damage to the distal tip is a result of contact with a shaver during a surgical process as identified during evaluation. The damaged components would have caused the foggy image as reported by the customer. A manufacturing record evaluation was performed for the finished device [serial number : (B)(6) ], and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.